Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the target lesion was a 100% chronic occlusion in the rca. A 2.5 x 18 mm promus and a 3.0 x 18 mm promus were successfully implanted in the proximal rca. Then, an attempt was made to treat a distal dissection. A new 2.5 x 18 mm promus stent would not cross. The area was then pre-dilated with two different sized balloons from another company. Another attempt was made to cross with a 2.5 x 15 mm promus, but it also failed to cross. It was decided to dilate the dissection one more time, and the result was good. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because, boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Dissection is listed as a potential adverse event in the promus IFU. Dissection can be influenced by several factors. The IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). However, it is unknown if the promus sds contributed to the dissection. There is no indication of a prod quality deficiency; however, a conclusive cause for the dissection and the relationship to the product, if any, cannot be determined. The 3.0 x 18 mm promus (part 1009541-18b, lot unk), is being filed under the same MFR#.